Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not at time of low blood glucose event. Customer was neither in emergency room nor admitted into hospital. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.